Event description:
The customer stated that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the high pressure test failed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.